Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactics quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During the ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The physician was creating a left atrial voxel cloud prior to switching over to the mapping catheter. During the initial voxel collection with the ablation catheter, it is thought that too much force was used. Ablation had just begun around the left veins with anesthesia noted that the patient's blood pressure began to drop. Ice revealed a pericardial effusion, the perforation was located in the left atrium, possibly the left atrial appendage. The patient is stable. The physician alleges that using too much force in the left atrium, possibly near the left atrial appendage caused the effusion. There were no performance issues with any abbott device.